Event description:
It was reported that the patient experienced more pain. It was also noted that the patients implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced more pain. It was also noted that the patients implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure.